Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 17f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the prostyle suture was deployed then the lever was lowered and the footplate retracted without issue. There was some difficulty removing the device. The device was wiggled and removed leaving the suture in place and without damaging the vessel. The suture of an additional prostyle device was successfully pre-placed. The aaa procedure was completed using the same 17f. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.